Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The head nurse reported to the sales rep that a piece of metal broke/fell off the instrument during insertion of the t2 recon nail. The surgery proceeded by using the instrument without complications but the hosp decided to remove the instrument after surgery.